Event description:
It was reported this biliary stent was placed in the celiac artery and immediately migrated to the aorta. An attempt to snare the stent was unsuccessful. The stent was successfully positioned in the aorta and another stent was successfully placd at the intended implant site without any pt complications. This device remains implanted, therefore, no failure analysis is available. This device was used in an non-indicated procedure, celiac artery stent placement. It was also indicated an inappropriately sized stent may have been placed. Co feels these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm. Select the proper stent diameter based on the measurement of the bile duct."